Event description:
It was reported by service report that the head of the bed was not going up and down properly. The customer could not determine if there was pt involvement or if there were adverse consequences to report.